Event description:
Attorney reported: (B) (6) 2007 - pt had an incisional hernia repair procedure performed and had a composix kugel patch implanted at this time. Pt rec'd a composix kugel patch with a product (B) (4) implanted during this procedure. Pt has since undergone surgery to remove the composix kugel patch that caused his injuries. The damages pt suffered as a result are noted in his medical records.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.